Event description:
During attempted implant, the left ventricular (lv) lead could not be inserted into the guidewire. A different guidewire was used; the lv lead could not be advanced. A different lv lead was successfully implanted to resolve the event. The patient was stable and there were no adverse consequences.

Manufacturer narrative:
The reported event of failure to advance stylet was confirmed. As received, a complete lead was returned in one piece with implant tool. The stylet insertion test was performed, and the test found restriction at the distal region of the lead. Destructive analysis found blood inside the inner coil consistent with the reported event. The cause of the reported event was isolated to blood inside the inner coil.